Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported that the right ventricular lead was undersensing. The pace-sense portion of the lead was capped and function replaced by a chronic pacing lead. The high-voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.